Event description:
It was reported by our japan affiliate that during a transfemoral tavr procedure, a rupture occurred in the sinus of valsalva (sov) and the left ventricular outflow tract (lvot). The rupture was repaired through a thoracotomy and a surgical valve replacement was performed. During bav with a 23mm transfemoral balloon catheter angiography showed that contrast agent leaked into the left ventricle; therefore, it was decided to use a 26mm sapien xt valve with 1 ml less than nominal volume the valve was implanted in a 60:40 aortic/ventricular position. Post implantation, mild-moderate paravalvular leak was observed at each commissure of the three valve leaflets. Post dilatation was performed; however, echocardiography showed increase in effusion. Aortography demonstrated a leak of contrast in the sov around the left coronary cusp (lcc). A pericardial drainage was immediately performed through a minimal incision and the effusion was drained. A perforation was found approximately 3 mm below the left coronary main trunk (lmt) and was repaired. However, bleeding from an unknown site persisted. The procedure was then converted to open heart surgery. Bleeding was found in the lvot but it could not be determined if the injury was caused by valve implantation or pericardial drainage. The sapien xt valve was crushed with forceps and removed. The area between the two bleeding sites (sov and lvot) was surgically opened and the cut was repaired with a patch to expand the annulus. An aortic valve replacement was performed after the repair. On post operative day 3, the patient could squeeze other people¿s hands. By post operative day 6, the patient was extubated and left the ICU. He could converse with his family and showed signs of recovery. The patient¿s native annulus measured 22.4 mm in diameter and was severely calcified.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as reported, the exact cause of the sov and lvot rupture was not determined; however the severe calcification in the native annulus and the slight over sizing of the valve likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.